Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a bilateral laparoscopic hernia (tep) procedure on (B)(6) 2016 and straps were used. During the procedure, when trying to fix the mesh, the device did not fire regularly and the tacks did not fix. Another like device was used to complete the procedure with no adverse patient consequences.